Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pw isn't getting any suction. Authorized is getting wet and has had infections because of the product not suctioning. No additional information provided. It was unknown what medical intervention was provided for infection. Used with female wicks. Prepping and placement tips shared.